Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was shattered because the pump dropped to the floor. The pump was no longer functional. The customer's blood glucose level was 210 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.